Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a heart rate of 40 beats per minute. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had recently received several mris. The device was explanted and replaced on (B)(6) 2016. The patient was stable post procedure.